Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed it was observed that the check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle valve and the bottle to column dump valve opened and closed freely. The returned column was connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into concha water bottle. The lower tubing filled as expected. The column was then connected to a 2416 comfort flo circuit and 2411-04 cannula using a 3lpm flow. The nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. Other remarks: based on the investigation performed, the reported complaint could not be confirmed. The returned column was confirmed to function as intended per functional testing. A DHR review was performed on the product with no evidence to suggest a manufacturing related cause. The defect was discovered during use on a patient. However, no functional issues were found with the returned device.

Event description:
The customer alleges that the column flooded and continued to put water in the circuit.no patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record of batch number 74e1601253 of part number 2410 (comfort flo humidification system) and batch number 74d1602328 of part number ip-5041ns (smart concha no sterile) were reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the products were assembled & inspected according to our specifications.

Event description:
The customer alleges that the column flooded and continued to put water in the circuit. No patient harm reported.